Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), rheumatoid arthritis ('rheumatoid arthritis') and sepsis ('infection of my white blood cells') in a 23-year-old female patient who had essure (batch no. E24126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included pregnancy. Previously administered products included for an unreported indication: paragard from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and carpal tunnel syndrome ("carpal tunnel"), 1 day after insertion of essure. In (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dental caries ("dental problems (I have had cavities and he has filled them / my wisdom teeth went bad)"), urinary tract infection ("urinary tract infection"), dermatitis allergic ("rashes or skin conditions type: allergic rashes all over stomach"), arthralgia ("frequent joint pain in my knees"), toothache ("teeth pain"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). In (B)(6) 2017, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss (specifically a patch of hair lost on my left side)") and visual impairment ("vision/eye problems type: need glasses eyesight is getting worse and sometimes when I open my eyes in the morning I only see white and can't see anything else)"). In 2017, the patient experienced sepsis (seriousness criterion medically significant). The patient was treated with need glasses and surgery (hysterectomy with bilateral salpingectomy and removal of wisdom teeth). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the abdominal pain, pelvic pain and back pain had resolved. At the time of the report, the allergy to metals, rheumatoid arthritis, vaginal haemorrhage, menorrhagia, dental caries, dysmenorrhoea, dyspareunia, urinary tract infection, sepsis, migraine, dermatitis allergic, fatigue, alopecia, visual impairment, carpal tunnel syndrome, arthralgia and toothache outcome was unknown and the headache was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, carpal tunnel syndrome, dental caries, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, sepsis, toothache, urinary tract infection, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: small ovarian cyst; essure device in place. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: bleeding, pelvic pain, dyspareunia, allergic to nickel, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), rheumatoid arthritis ('rheumatoid arthritis'), dental caries ('dental problems (I have had cavities and he has filled them / my wisdom teeth went bad)') and sepsis ('infection of my white blood cells') in a 23-year-old female patient who had essure (batch no. E24126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included pregnancy. Previously administered products included for an unreported indication: paragard from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and carpal tunnel syndrome ("carpal tunnel"), 1 day after insertion of essure. In march 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dental caries (seriousness criterion medically significant) with toothache, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection"), dermatitis allergic ("rashes or skin conditions type: allergic rashes all over stomach/ claiming allergy: rash/skin condition"), arthralgia ("frequent joint pain in my knees"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). In april 2017, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss (specifically a patch of hair lost on my left side)") and visual impairment ("vision/eye problems type: need glasses eyesight is getting worse and sometimes when I open my eyes in the morning I only see white and can't see anything else)/ vision problems"). In 2017, the patient experienced sepsis (seriousness criterion medically significant). On an unknown date, the patient experienced cystitis ("bladder/urinary problems bladder infect"). The patient was treated with need glasses and surgery (hysterectomy with bilateral salpingectomy and removal of wisdom teeth). Essure was removed on (B)(6) 2017. In september 2017, the abdominal pain, pelvic pain and back pain had resolved. At the time of the report, the allergy to metals, rheumatoid arthritis, dental caries, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, urinary tract infection, sepsis, migraine, dermatitis allergic, fatigue, alopecia, visual impairment, carpal tunnel syndrome, arthralgia and cystitis outcome was unknown and the headache was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, carpal tunnel syndrome, cystitis, dental caries, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, sepsis, urinary tract infection, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: discrepancy noted in dob -(B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: small ovarian cyst; essure device in place. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: vaginal haemorrhage, pelvic pain, dyspareunia, allergy to metals, dermatitis allergic. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : event added- cystitis. Verbatim ¿claiming allergy: rash/skin condition¿ clubbed with event ¿dermatitis allergic¿. Verbatim ¿dental probs¿ clubbed with ¿toothache¿. Dental caries upgraded to serious. Reporter information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), rheumatoid arthritis ('rheumatoid arthritis') and sepsis ('infection of my white blood cells') in a (B)(6)-year-old female patient who had essure (batch no. E24126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included pregnancy. Previously administered products included for an unreported indication: paragard from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and carpal tunnel syndrome ("carpal tunnel"), 1 day after insertion of essure. In (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dental caries ("dental problems (I have had cavities and he has filled them / my wisdom teeth went bad)"), urinary tract infection ("urinary tract infection"), dermatitis allergic ("rashes or skin conditions type: allergic rashes all over stomach"), arthralgia ("frequent joint pain in my knees"), toothache ("teeth pain"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). In (B)(6) 2017, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss (specifically a patch of hair lost on my left side)") and visual impairment ("vision/eye problems type: need glasses eyesight is getting worse and sometimes when I open my eyes in the morning I only see white and can't see anything else)"). In 2017, the patient experienced sepsis (seriousness criterion medically significant). The patient was treated with need glasses and surgery (hysterectomy with bilateral salpingectomy and removal of wisdom teeth). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the abdominal pain, pelvic pain and back pain had resolved. At the time of the report, the allergy to metals, rheumatoid arthritis, vaginal haemorrhage, menorrhagia, dental caries, dysmenorrhoea, dyspareunia, urinary tract infection, sepsis, migraine, dermatitis allergic, fatigue, alopecia, visual impairment, carpal tunnel syndrome, arthralgia and toothache outcome was unknown and the headache was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, carpal tunnel syndrome, dental caries, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, sepsis, toothache, urinary tract infection, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: small ovarian cyst; essure device in place. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: bleeding, pelvic pain, dyspareunia, allergic to nickel, rash. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters, patient¿s date of birth, essure removal date, batch number (e24126), events (abnormal bleeding (vaginal, menorrhagia), dental problems, dysmenorrhea (cramping), dyspareunia, urinary tract infection, infection of my white blood cells, migraines / headaches, nickel allergy, allergic rashes all over stomach, arms, etc., fatigue, hair loss, joint pain in the knees, teeth pain, abdominal pain, pelvic pain, back pain, need glasses,rheumatoid arthritis and carpal tunnel) added. Essure start date updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.